Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and manually sutured to correct the condition. The hospital has reported the pt's condition is satisfactory.